Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73a2200765 was manufactured on 01/25/2022 a total of 13,800 pieces. Lot was released on (B)(6) 2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "staple jamming". The issue was resolved by using another stapler to complete the procedure. No patient harm or injury. Patient status is reported as "fine".